Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not drain easily from the foley catheter during pre-test.

Manufacturer narrative:
The reported event was unconfirmed. The investigation confirmed that the lubrisil catheter did not fully deflate, indicating a potential issue with the catheter. However, the syringe was found to be functioning correctly, and thus, the complaint regarding the syringe malfunction was unconfirmed. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event was unconfirmed, labeling review was not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not drain easily from the foley catheter during pre-test.